Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three consecutive inappropriate tachy shocks due to an episode of atrial fibrillation with rapid ventricular response. Reportedly, this patient had not been taking cardiac medications as prescribed. The patient was hospitalized for a couple of day due to this issue. The patient was discharged and resumed with his oral cardiac medication. Eventually, the patient received inappropriate tachy shocks once again due to an atrial driven arrhythmia. This time, the ICD was reprogrammed as corrective action. This device remains in service and no adverse patient effects were reported.